Event description:
The manufacturer rec'd info alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management was replaced to address the issues.